Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was). During an interoperative adjustment it was observed the end of the was sheath was kinked. The procedure was successfully completed, and no patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system without the dilator. The dilator was not returned for analysis. The hub, sheath, and sheath tip were visually and microscopically inspected. Kinks were identified on the sheath 3cm and 5cm proximal to the tip. Product analysis confirmed the reported event of sheath kink.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was). During an interoperative adjustment it was observed the end of the was sheath was kinked. The procedure was successfully completed, and no patient complications were reported.